Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited >3000 ohms pacing impedance. A micro-fracture of the lead is suspected. To date, this patient has required neither pacing support nor tachy shock therapy. In addition, this patient is currently on the heart transplant list. As such, the physician has elected to continue monitoring the patient until the transplant has taken place.